Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left external iliac artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another sterling balloon catheter. No patient complications were reported.